Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a cervical (c1) aneurysm with a max diameter of 12mm and a 6mm neck diameter. It was noted that the patient's vessel tortuosity was unknown. It was reported that after inserting it into the microcatheter, an attempt was made to deploy the pipeline ped stent. Still, the tip did not open at all at the distal stent region, and placement was deemed difficult. The device was replaced with the same product, and after the replacement, the procedure was completed without issues. There was no damage, such as deformation, breakage, or fraying, on the pipeline delivery wire or stent after collection, and no abnormalities in resistance during pipeline delivery. No damage observed in the concomitantly used microcatheter. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. No additional steps or devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received confirming that the tip end did not open.